Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient never had therapeutic effect to control symptoms implantation. Patient still uses laxatives and has to self-catheterize 10 times per day, noting that they had to shove a tube down his penis, and it was not his idea of a good time. The manufacturing representative was contacted today by the patient below stating that they needed a rep to reach out to doctor's office to schedule the next surgical procedure. The patient was not pleased with his experience thus far. They never had therapeutic effect from their current system and they want the new system. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.